Manufacturer narrative:
Add'l information, has been requested and if received, will be reported on a supplemental report.

Event description:
In 2006, the primary surgery was performed for femoral bone fracture. The pt had pain for six months in the distal femoral bone. The surgeon confirmed with x-ray, that the screw was deformed. Pt was revised in 2007. The screw was found to be broken.